Manufacturer narrative:
Investigation confirmed that for some of the affected lot number (46262), the unit pack lid label incorrectly listed part number 21-2005-24 (port-a-cath® plastic hub straight needle) rather than correct part number 21-2287-24 (port-a- cath® plastic hub bent needle). Therefore, the correct product was included in the unit pack but the unit pack was labeled incorrectly. This issue was determined to have occurred due to an error during line clearance where the incorrect unit pack labels were used. Manufacturing will be modifying both the line clearance procedure and the inspection procedure to better address the potential for this issue. Specifically, the line closure process will be updated to include label verification; both at start of manufacturing and one at line closure. The updated process will also require these two labels (one at start and one at close) to match. Also, the re-work procedure will be updated to include an inspection step and instructions regarding documentation of product re-work within the device history records. Smiths medical has initiated a field safety corrective action for this issue to recall lot number 46262. This action was initiated with customers starting september 2015.

Event description:
User facility reported that the incorrect product was included within the product shelf carton. No patient involvement reported.